Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited undersensing on the right atrial (ra) channel. The health care professional (hcp) had called in asking about the low right ventricular (rv) and left ventricular (lv) pacing. Further investigation showed that patient does not have a left bundle branch (lbb). The physician will be further discussing if atrial lead revision was required or on what therapy does this patient require without lbbb. This device currently remains in service. No adverse patient effects were reported.